Event description:
Reportedly, the patient implanted with the subject device received a shock therapy on (B)(6) 2012. However, upon interrogation of the ICD on (B)(6) 2012, the physician could not access to the corresponding recorded episode. Specifically, the aida memory was empty. An explanation is requested.

Manufacturer narrative:
(B)(4) 2012 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.